Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Based on the information provided, the reported difficulties appear to be due to case circumstances. The failure to advance was due to interaction with the previously implanted non-abbott stent. Additionally, the during withdrawal, the proximal struts became flared resulting in difficulty removing into the introducer sheath. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account.

Manufacturer narrative:
The device is being returned. It has not yet been received. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported the procedure was to treat a lesion with moderate calcification and no tortuosity in the common iliac artery. An omnilink stent delivery system (sds) was advanced to the target lesion without resistance but would not cross a previously implanted non-abbott stent. During withdrawal of the sds, the proximal end stent struts became flared and could not be retracted back into the 6 fr guiding catheter. Both devices had to be withdrawn as a single unit. A new 6fr guiding catheter and new omnilink were used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.